Event description:
While troubleshooting for a check patient line alarm, the home patient stated that they saw air bubbles in the patient line of a homechoice automated pd set with cassette. This occurred during the initial drain of peritoneal dialysis therapy. The technical service representative advised the patient to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.